Manufacturer narrative:
Heating pad returned to walgreen's. Walgreens unable to locate, presumed destroyed.

Event description:
Heating pad overheated. Minor burn on back, the size of a quarter (healed).